Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information provided and from the device evaluation. The following sections of this report have been corrected/updated: h6 (device codes) and h11 (additional narrative/data). The device was returned for evaluation. Evaluation of the returned device revealed the balloon was radially and longitudinally burst. In addition, there was missing balloon material noted. Additional information was received indicating no balloon material remained inside the patient. The patient was stable and subsequently discharged. The investigation is still ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information based on the investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. There was imagery provided for evaluation. A review of the device imagery revealed the delivery system balloon burst longitudinally and radially. A review of the patient anatomy imagery revealed calcification was present in the native annulus and leaflets. The device was returned for evaluation. Visual evaluation of the returned delivery system confirmed the balloon burst longitudinally and radially. There was also balloon material missing and not returned. Subsequently, the inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. In this case, the delivery system balloon burst was confirmed based on evaluation of the returned device and imagery. The available information suggests that patient factors (calcification) likely contributed to the burst balloon as imagery provided showed calcification in the native annulus and leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In regard to the balloon separation, this event was also confirmed based on evaluation of the returned device. The available information suggests that procedural factors (altered balloon profile and device manipulation) likely contributed to the event. Additional pull force or device manipulation could have been applied during withdrawal which then led to the observed balloon separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in italy, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra valve, when the commander delivery system balloon was fully inflated, the balloon ruptured. The valve was still able to be deployed successfully. The delivery system was withdrawn without any issues. The patient was stable post procedure.